Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The procedure was completed after restarting the system. . A philips remote service engineer (rse) remotely analyzed the system and identified an "image full disk" issue, advising the customer to delete patient data and monitor the system. Despite this guidance, the system experienced intermittent freezing and loss of connection to the host. Further analysis of the system log files revealed user messages related to deleting examinations. Subsequently, a philips field service engineer (fse) performed an onsite examination and found no anomalies. The system was restored to optimal working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk was full which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.